Event description:
A malfunction was reported with the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with instructions to reset the pump, and technical support assisted in the process. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump with the understanding that they should call back if the issue reappears.